Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2014, the patient reported that the buttons on her infusion device were not functioning and the soft components of the buttons had ripped off. No adverse event was reported. The infusion device was requested to be returned for product evaluation.